Manufacturer narrative:
Skin abrasion.

Event description:
It was reported that a patient got out of the chair and the sitter select alarm did not sound to alert the caregiver. The patient fell and received skin abrasions.